Event description:
In an arthrosurface patello-femoral xl implant surgery, a guide pin broke and the pin tip was not retrieved. The patient was notified by the surgeon when it was discovered post-operatively. The surgeon noted that if he had noticed the pin was left in the patient during the case, that he would not have attempted to retrieve it. The pin is made of 316 lvm sst per astm f138 which is an implantable grade material.